Event description:
As reported to coloplast though not verified, patient has experienced pain, disability, and loss of enjoyment of life.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.